Event description:
The customer reported that during a cardiopulmonary bypass case, forward flow from the rotaflow pump being used with an hl20 console system was found to be inadequate (1.2 lpm) despite high pump rpms (4600) being displayed. No error messages were displayed. The perfusionist checked the lines and line connectors, but did not identify any kinks. They turned off venous drainage and vacuum. The perfusionist used the rotaflow emergency drive to hand crank the patient for approximately 90 minutes. Initially, it was reported that flows were adequate using the emergency drive, and no patient injury was reported; however, on (B)(6) 2013, the customer advised maquet that the patient expired on (B)(6) 2012, five days after the event. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet service technician visited the account on (B)(4) 2012. He performed an evaluation of the rotaflow. He was unable to duplicate the reported problem. The rotaflow was tested to factory specifications. It functioned normally and was returned to the customer. Maquet was subsequently contacted by (B)(4) related to this event, and a joint site visit was scheduled for (B)(4). During this visit, a complete preventive maintenance and functional test was performed. Additional testing on flow and potential flow restrictions were performed, and no flow restrictions were identified. The tubing pack and quadrox-I oxygenator in use at the time of the event were evaluated, including a cat scan of the oxygenator which did not reveal any obstructions. During this visit, no issues were identified and the symptoms reported by the customer could not be duplicated/confirmed. Following the joint evaluation, maquet contacted the customer to obtain additional information related to the event, including: patient size (adult or pediatric), the cause of the patient death, whether or not they attribute the patient's death to the device, and what transpired during the five days between the event and the patient's death. The customer advised maquet that they will not release any additional information at this time. A supplemental medwatch will be filed if any new information becomes available.